Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that power cable disconnects were observed when on battery and ac power despite getting new batteries and clips. System controller was exchanged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log file. The submitted log file contained data spanning approximately 5 days (27sep2020 ¿ 02oct2020 per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections. The atypical alarms occurred due to the rsoc voltage dropping to approximately 0 volts while connected to 14v batteries and occurred on both the black and white power cables. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The heartmate ii system controller was not returned for evaluation. Multiple requests for the return of the exchanged controller were made; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: pcx-13398) was manufactured in accordance with manufacturing and qa specifications. Pcx-13398 was shipped to the customer on (B)(6) 2017. Heartmate ii patient handbook, under section 5 entitled ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm, and the actions to take if the alarms cannot be resolved. These sections inform the user to check the system controller power cables for twisting, kinking, or bending, which could cause damage to the underlying wires even if external damage is not visible. This section also cautions the user not to twist, kink, or sharply bend the system controller power cables, and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cable connectors for dirt, grease, or damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instruction for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.